Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt's device was explanted and replaced. It was stated the pt did not want a rechargeable device, but wanted a primary cell device. The pt recovered without sequela.